Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed repeated occlusion alerts, including alert 38 events, while the patient was using an inset infusion set 23", and the issue was only resolved after a supply change; a replacement device was arranged, and education materials on changing inset 23". No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of insulin flow associated with a deformation problem at the connector/coupler component of the delivery system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.